Manufacturer narrative:
(B)(4). Concomitant product: guide cath: guideliner. Evaluation summary: shaft bend/kink and separation were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The minitrek balloon dilatation catheter indicated is being filed under separate manufacturer report number.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, heavily tortuous, de novo ostium lesion of the obtuse marginal the 2.0 x 12 mm mini trek balloon dilatation catheter (bdc) was used for pre-dilatation inflation and removed without issue. The 2.5 x 15 mm xience xpedition stent delivery system (sds) was advanced and attempted but could not cross the lesion. The sds was removed and the mini trek bdc was advanced again for predilatation but met resistance and while forcefully being pushed the shaft became bent and separated, however, the device was removed without issue. Additional pre-dilatation was performed with an unspecified bdc and the 2.25 x 15 xience xpedition sds and a guideliner catheter for support when during forceful pushing while being advanced the sds proximal shaft became bent. It was noted that during device removal, the shaft separated but was removed without issue. A 2.5 x 8 mm xience xpedition was successfully deployed in the procedure without issue. There was a good patient outcome reported. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.